Event description:
It was reported that patient faced leak at the connection part on the cannula event on 03 apr 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.